Event description:
It was reported that during the implant of this lead the pacing thresholds appeared high thus the lead was attempted to be repositioned, but a helix mechanism difficulty issue was encountered, thus it was not possible to place the lead into a new position. A new lead was used to complete the procedure. This lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 600 millimeters (mm) from the terminal pin, in the neck region. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix during the revision/explant procedure caused the inner conductor coil to break. The high capture thresholds allegation was not confirmed despite the inner coil fracture, as evidence indicates this coil became fractured at the time of the revision/explant procedure. The difficult to position allegation was confirmed based on observations of a stretched out/bent helix and x-ray identification that the inner coil was stretched/fractured near the lead tip; this damage appears to have been induced during attempts to reposition the lead during the revision procedure.